Event description:
It was reported that during a heart procedure, the first clip fired fine, but all other clips scissored. The jaws were not feeding the clips correctly. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.